Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.00x48mm xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that when trying to pass the 3.0x48 mm rx xience xpedition stent delivery system (sds) through the rotating hemostatic valve (rhv) from the priority pack accessory kit, the stent got stuck inside the rhv and during removal of the sds the stent dislodged from the balloon in the rhv. The rhv was replaced with a new rhv and a new same size rx xience xpedition stent was used to treat the target lesion. There was no adverse patient effect as the device did not contact the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.